Event description:
A 26 mm diameter x 16mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is severely calcified with moderate tortuosity. It was reported that the patient had been treated for cardiovascular failure with a CABG one month prior to the onset of severe abdominal pain. At the time the patient was diagnosed with cardiovascular disease, there was also documentation that the patient had a 7.1 aortic abdominal aneurysm. The physician felt the patient was too frail for treatment of the aaa. The patient was in the hospital for kidney failure. The patient had a chest tube and feeding and started to complain of severe abdominal pain. The patient was sent emergently to the operating room. It was reported that the patient had a contained rupture. The physician had difficulty advancing the stent graft to the intended landing zone, due to the small in diameter of the artery and removed the stent graft delivery system from the patient. During the removal of stent graft the stent graft became stuck, the physician was able to remove the stent graft delivery system; however the iliac artery was perforated. The physician inserted the reliant balloon (ref. MFR.#2953200-2005-01400) and gained control and inserted conduit for access for the delivery of the stent graft. After the conduit was placed the balloon lost pressure and the physician pulled negative and blood returned within the balloon catheter. The physician was able to remove the balloon without issue and inserted another reliant balloon sealing the perforation. The physician was then able to advance the aneurx delivery system and its components to the intended landing zone. It was reported that the physician elected to perform and ilio-femoral bypass to bypass the perforation, which was successful. No additional information was received and the patient is reported to be fine.